Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to an interventional impella assisted percutaneous coronary procedure. The sutures of two proglide devices were successfully pre-placed and used after the interventional procedure. Reportedly, the knots for both proglide devices were successfully tightened, but hemostasis was not achieved. Protamine was given. Manual compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.